Manufacturer narrative:
Evaluation summary: product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A surgeon reported that following intraocular lens (iol) implant surgeries, glistenings have developed on an unknown number of lenses. In a follow up, the surgeon reported that the glistenings developed between two and five years postoperatively.